Event description:
Subsequent information received indicates that this lead exhibited high thresholds.

Manufacturer narrative:
The lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Manufacturer narrative:
The patient was referred to a thoracic surgeon for possible placement of an left ventricular epicardial lead system. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that loss of capture was observed on this lead. An x-ray confirmed dislodgement. New information received indicates that the impedances on this lead have been increasing over the past six months. Current measurements are greater than 2000 ohms. A lead fracture was suspected.